Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and also noted low pacing impedance. Technical support recommended rv lead replacement to resolve the event. Diagnostic imaging was performed and no anomalies were noted. A rv lead revision is anticipated but has yet to be performed. The patient was stable and will continue to be monitored.